Event description:
Pt w/ PICC placement presented to outpatient dept w/ leakage from hub noted. Involved PICC line removed and replaced in 2007. Dates of use: one month. Diagnosis for use: long term IV antibiotic administration. Event abated after use - yes.